Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not perform the air removal step when filling the cartridge with insulin. Tandem technical support educated the customer on proper load techniques. There was no reported adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.